Event description:
It was reported to medtronic neurosurgery that during the patency test before implantation of the reservoir, the one-way valve flap would not open to allow fluid to fill the device. According to the report, another reservoir was opened and used for the surgery.

Manufacturer narrative:
The reservoir was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unk what caused the reported event. The device passed the leak test, but it did not meet requirements for the reflux test. The reservoir met specifications for pressure-flow testing. A review of the mfg records showed no anomalies. The instructions for use that accompany the device note that it will take multiple cycles of outlet connector blocking/dome depression to file the reservoir during the patency test. All reservoirs are 100% tested at the time of MFR. No impact to the pt was reported.